Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (arm) while wearing the pod between 4 and 24 hours. The patient's blood glucose level reached 385 mg/dl. The patient was feeling nauseated at the time of the reported event. The patient was contacted their healthcare professional and was prescribed cephalexin 500 mg, twice a day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.